Event description:
During a clinic follow-up, loss of sensing and an error message was noted on the device. Abbott technical support was contacted, and no intervention was performed at this time. Normal sensing returned to the device and the patient was stable.